Manufacturer narrative:
The physician reported the cause of death was due to annular rupture due to a balloon aortic valvuloplasty (bav) with a non-medtronic balloon. There were no allegations against the valve or its function. The patient weight was requested but was unable to be obtained. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve into a highly calcified native annulus, the valve was not fully expanded. Post-dilatation balloon aortic valvuloplasty (bav) was performed and no improvement was noted. During a second bav attempt, an aortic root rupture occurred from the non-medtronic balloon. The patient expired later that day as a result of the rupture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.